Event description:
The surgeon attempted to implant an aq2003v three piece silicone lens but it became stuck in the cartridge and tore prior to being inserted. There was no pt injury. The facility stated it was unk as to why the lens tore. An msi-pm injector and an aq fp cartridge were used but the lot numbers were not provided by the facility.

Event description:
The reporter stated the surgeon though the lens was damaged, the lens felt tight in the cartridge and the surgeon stated there was possible lens damaged and didn't feel comfortable inserting the lens.